Event description:
The ipp device was removed from the pt due to fluid loss. An ambicor device was implanted. Info received on 11/18/97 indicates the reservoir was not returned, possibly left in place.

Manufacturer narrative:
Pump performed within specifications. Cylinder was functional. Cylnder had a wear leak. Tubing was functional.